Manufacturer narrative:
Siemens evaluated the event and showed due diligence in trying to obtain information from the customer to carry out a proper investigation. The customer stated they will not be returning the unit for investigation and they do no require any further feedback at this time. If another issue occurs they will open a new complaint. The customer also stated that maintenance is performed per the operator's guide. Proper technique was discussed and the operator states that they use proper technique. The cause of this event is unknown.

Event description:
The customer reported that on (B)(6) 2021 a urine sample for hcg was run on the clinitek status+ and reported a negative result. The result was questioned because the patient had a positive serum hcg on (B)(6) 2021. The sample was then repeated on the same clinitek status+ with the same lot and a positive result was obtained. Another positive result was reported from another clinitek status+. Siemens has requested additional information several times but only limited information is available. There was no report of injury due to this event.